Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a gradual rise to high, out-of-range pace impedance measurements than 2,000 ohms. The device was programmed to doo due to lead noise, and this lead was surgically abandoned and replaced with a conduction system pacing (csp) lead placed in the deep septum. No additional adverse patient effects were reported. Additional information received reported that out-of-range pace impedance measurements greater than 2,000 ohms were observed on the rv lead via pacing system analyzer (psa) testing. There was no pacing inhibition reported, and there was no visible lead fracture. Evaluation of lead/header connections were unremarkable. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a gradual rise to high, out-of-range pace impedance measurements than 2,000 ohms. The device was programmed to doo due to lead noise, and this lead was surgically abandoned and replaced with a conduction system pacing (csp) lead placed in the deep septum. Additional information received reported that out-of-range pace impedance measurements greater than 2,000 ohms were observed on the rv lead via pacing system analyzer (psa) testing. There was no pacing inhibition reported, and there was no visible lead fracture. Evaluation of lead/header connections were unremarkable. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not required further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a gradual rise to high, out-of-range pace impedance measurements than 2,000 ohms. The device was programmed to doo due to lead noise, and this lead was surgically abandoned and replaced with a conduction system pacing (csp) lead placed in the deep septum. No additional adverse patient effects were reported. Additional information received reported that out-of-range pace impedance measurements greater than 2,000 ohms were observed on the rv lead via pacing system analyzer (psa) testing. There was no pacing inhibition reported, and there was no visible lead fracture. Evaluation of lead/header connections were unremarkable. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a gradual rise to high, out-of-range pace impedance measurements than 2,000 ohms. The device was programmed to doo due to lead noise, and this lead was surgically abandoned and replaced with a conduction system pacing (csp) lead placed in the deep septum. No additional adverse patient effects were reported.